Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 414 mg/dl. The customer¿s blood glucose value level at the time of incident was 350 mg/dl. The customer did experience symptom of high blood glucose level such as headache. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was reported that the insulin pump was not on auto mode at the time of the incident. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.